Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 574 mg/dl. The customer was treated with insulin drip at the hospital. The customer experienced vomiting, nausea and chest pain. The customer received a replacement insulin pump yesterday and set it up, but was having trouble and gave a bolus but it was not helping, stated that she changed the site and blood glucose were still going up, so she headed to the hospital. The customer alleged the insulin pump for under delivery because they tried to bolus twice and her blood glucose went up, customer changed the site after initial setup and still no insulin delivery and no alarms occurred. The insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and not occluded. (B)(4).